Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 95 warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 7 / page 81: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Living with diabetes 9 / pages 108-109: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include: several new, sealed pods, extra new pdm batteries (at least two aaa alkaline), a vial of rapid-acting u-100 insulin, syringes for injecting insulin, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted, blood glucose test strips, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs. Advised: when packing for travel, take more supplies than you think you¿ll need. Be sure to include: diabetes emergency kit packed in your carry-on luggage, enough pods for your trip, plus a backup supply, extra new pdm batteries, additional blood glucose meter, insulin syringes or pens in case you need injections, several vials of insulin or insulin cartridges if you use a pen, glucagon kit. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient's blood glucose reached 450 mg/dl, with frequent urination, while wearing the pod longer than 48 hours on the leg. Despite school nurse delivering a bolus, patient's bg was staying in "the 300's." As patient was leaving school patient experienced vomiting, paleness, and his "eyes were rolling around." Subsequently, mother took patient to the emergency room where a diagnosis of diabetic ketoacidosis was made and patient was admitted. When pod was removed, the site smelled of insulin and cannula was found bent and dislodged. Additionally, the personal diabetes manager (pdm) was reading 22 mg/dl, while the hospital's meter read 220 mg/dl. When tested a second time, thereafter, the pdm read 202 mg/dl. Patient's mother was concerned about readings patient was receiving while at school, leading up to hospitalization. Treatment included intravenous therapy to deliver fluids and insulin with sulfarin for vomiting. It should also be noted that patient spent at least 1 day in the intensive care unit, while hospitalized.